Event description:
I have had two treatments using a device called sculpsure. It is said to be an FDA-approved laser treatment for fat reduction. The device is apparently made by a company called cynosure in (B)(4). The treatments were administered by (B)(6). The treatments, costing (B)(6), did nothing to reduce or eliminate fat in the area treated. The treatments left me with hard lumps under my skin, which haven't gone away after three months. I don't know if the treatment and machine was used correctly or not. The clinic took a series of photos before both treatments and they should clearly show there was no effect whatsoever from the treatments. I am concerned that this so-called "FDA approved" device does not perform as advertised, and has this unwanted side-effect that can't be healthy.